Manufacturer narrative:
(B)(4). A batch review was conducted on lot number h13h21061 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two components of a patient's peritoneal dialysis transfer set became disconnected. The transfer set was replaced at the hospital. There was no report of patient injury or any adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. Should relevant additional information become available, a supplemental report will be submitted.